Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) perforated the patient's lung. The perforation was confirmed by an enchocardiogram. A revision procedure was performed where it was noted the helix was at a 90 degree angle from the end of the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.